Manufacturer narrative:
Continuation of d10: product ID nitron (serial: (B)(6); product type: 0628-console spare parts; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure using the afapro28, there was a potential phrenic nerve injury. Approximately 90 seconds into the freeze of the right inferior pulmonary vein, there was a loss of phrenic nerve capture, and the procedure was aborted as a result. The patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 26234 and data files were returned for analysis. Case ID (B)(4) showed at least 5 applications were performed with catheter afapro28 of lot 26234 on the reported event date without any system notice or anomaly. In the fault file, the following fault message(s) was(were) found on the reported event date: the system notice n-048 "the system has detected a compromised balloon prior to ablation." Was confirmed during the integrity test state. The system notice n-184 "the system has detected a higher than expected pressure." Was confirmed during the fault evacuate state. The reported issue'' loss of phrenic nerve capture'' cannot be assessed through data analysis, the issue is not recorded in the log file. Visual inspection was carried out. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 4 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported adverse event of phrenic nerve injury (pni) occurred during the procedure and could not be assessed through physical product or data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the phrenic nerve injury (pni) was a complete loss of function. Attempts were made to be able to capture the phrenic nerve via normal methods of pacing from the subclavian vein and superior vena cava (svc). No symptoms reported at the time of procedure.